Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, bubbles were produced while connecting the hub of the super torque f5.2+ pig 145° 110 catheter with the contrast line. The doctor believes air was coming from the catheter, that was not in the patient, but between patient and contrast line. The device was inserted into the patient, then when the team went to prep the catheter inside the patient to prepare for the ¿contrast flush¿, instead of blood being in the syringe, there were bubbles (of blood). The air bubbles did not enter the patient as the bubbles were in the syringe with contrast. The bubbles were showing in the syringe when the doctor attempted to pull/aspirate with contrast to clean the catheter. The procedure was completed with another catheter of the same catalog number. There was no reported injury to the patient. There was no damage noted to the packaging of the device. The product was stored in that lab per the IFU. There were no anomalies noted when the device was removed from the packaging. The device was removed from the packaging by the hub. There were no damages that could have allowed air to be introduced. The device was prepped per the IFU. The catheter was flushed by pushing water with a syringe. There was no difficulty experienced while prepping that device. Excess force was not used while attaching the contrast line. Th intended lesion was in the left ventricle. A non-sterile unit of cath f5.2+ pig 145° 110cm 6sh was for analysis. During visual inspection, no damages or anomalies were observed to the naked eye. Functional analysis was performed by connecting a syringe to the catheter hub. A crack extending from the luer area to the beginning of the cuff was observed on the hub. A flushing test revealed leakage around the cracked hub. Additionally, an aspiration test was performed, and air bubbles were observed in the syringe, most likely caused by the damage found on the hub. Sem analysis was performed on the cracked area and presented evidence of fatigue striations and plastic deformation. The fatigue striations and plastic deformations found on the material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the plastic material was induced to a tensile force that exceeded the hub component material yield strength prior to cracking. A product evaluation team (pet) meeting was held and based on the evidence, no connection to the manufacturing process could be established. The event reported by the customer ¿luer hub - leakage¿ was confirmed. During functional analysis, fluid was seen leaking around the hub while flushing and air was introduced into the syringe while aspirating. Additionally, the event ¿luer hub-cracked¿ was confirmed. A crack was noted while attaching a syringe to the hub of the returned device. The crack is likely the entry point for air that was witnessed during the procedure. The exact cause of the crack cannot be determined however, fatigue striations and plastic deformations are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the plastic material was induced to a tensile force that exceeded the hub component material yield strength prior to cracking. Storage or handling factors are potential causes. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, while connecting the hub of the super torque f5.2+ pig 145° 110 catheter with the contrast line, bubbles were produced. The dr. Believes the air was coming from the catheter, that was not in the patient, but between patient and contrast line. The device was inserted into the patient, then when the team went to prep the catheter inside the patient to prepare for the ¿contrast flush¿, instead of blood being in the syringe, there were bubbles (f blood). The air bubbles did not enter the patient as the bubbles were in the syringe with contrast. The bubbles were showing in the syringe when the dr. When to pull/aspirate with the contrast to clean the catheter. The procedure was completed with another catheter of the same catalog/reference. There was no reported injury to the patient. There was no damage noted to the packaging of the device. The product was stored in that lab per the IFU. There were no anomalies noted when the device was removed from the packaging. Device was removed from the packaging by the hub. There were no damages that could have allowed the air to be introduced. The device was prepped per the IFU. The catheter was flushed by pushing water with a syringe. There was no difficulty experience while prepping that device. Excess force was not used while attaching the contrast line. Th intended lesion was in the left ventricle (lv). The device will be returned for evaluation.

Event description:
As reported, while connecting the hub of the super torque f5.2+ pig 145° 110 catheter with the contrast line, bubbles were produced. The dr. Believes the air was coming from the catheter, that was not in the patient, but between patient and contrast line. The device was inserted into the patient, then when the team went to prep the catheter inside the patient to prepare for the ¿contrast flush¿, instead of blood being in the syringe, there were bubbles (f blood). The air bubbles did not enter the patient as the bubbles were in the syringe with contrast. The bubbles were showing in the syringe when the dr. When to pull/aspirate with the contrast to clean the catheter. The procedure was completed with another catheter of the same catalog/reference. There was no reported injury to the patient. There was no damage noted to the packaging of the device. The product was stored in that lab per the IFU. There were no anomalies noted when the device was removed from the packaging. Device was removed from the packaging by the hub. There were no damages that could have allowed the air to be introduced. The device was prepped per the IFU. The catheter was flushed by pushing water with a syringe. There was no difficulty experience while prepping that device. Excess force was not used while attaching the contrast line. Th intended lesion was in the left ventricle (lv). The device will be returned for evaluation.

Manufacturer narrative:
E1 phone number:(B)(6). This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.